Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated three times at 12 atmospheres (atm), 18 atm and 20 atm. However, during inflation at 20 atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.